Manufacturer narrative:
No frozen screen was noted. The pump was received with a button error alarm and unresponsive esc, act and up arrow buttons due to moisture damage on the keypad traces. Unable to perform the operating currents, self test, unexpected restart, rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests due to the unresponsive buttons. The pump had minor scratches on the lcd window, a cracked case at the display window corners, cracked battery tube threads, a broken belt clip slot, a cracked reservoir tube lip and a stained end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she had a button error alarm on the insulin pump. Customer stated that today she had the pump on suspend while she was swimming. When she came back, the pump would not allow her to resume. Customer stated that it was like if the pump was frozen and then she received the button error alarm. Customer stated that she replaced the battery with a new battery but she still got a button error. Customer's blood glucose was 412 mg/dl at the time of the incident. Customer stated that she treated her high blood glucose with insulin pens. Customer stated that her blood glucose was high due to not being connected to her pump for 2 or more hours. Customer was advised that the pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan.